Event description:
It is reported that the devices were implanted in 2002. Revision surgery was performed in 2006, due to fracture of the stem at the taper body junction.

Manufacturer narrative:
Evaluation summary: probable cause is unk. No product or x-rays were returned for evaluation. Device history records indicate MFR to specification.